Event description:
It was reported that insulation damage was observed on the right ventricular (rv) lead. The rv lead was repaired during revision to resolve the event. The patient was stable and there were no adverse consequences.